Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was hospitalized. The peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was attributed to the presence of pets in the patient's house. Treatment rendered was not reported. The outcome for this peritonitis event was not reported.

Manufacturer narrative:
(B)(4): on an unreported date, the patient was treated with ceftazidime and cefazolin (ip, doses, and frequencies was not reported). The dialysate was clear and abdominal pain had recovered. During another follow-up, on an unreported date, the patient had no fever and no abdominal pain. The patient was still with hazy drain and had good inflow and outflow. The patient started again with antibiotics ceftazidime (1 gm in night dwell in 4 exchanges) and cefazolin (1 gm in morning dwell in 4 exchanges) for the peritonitis. The patient recovered.